Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extend, and dried blood/tissue was present around the helix. The lead tip/helix appeared intact and undamaged. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the helix of the right ventricle (rv) lead was able to be deployed; however the lead dislodged. Therefore, the physician tried retracting the helix to reposition the lead, but the helix could not be retracted. A new lead was placed to complete the procedure, without causing patient harm. This report has been updated to include final analysis results.